Event description:
The customer initially reported that strike through occurred on two extra-protection surgical gowns. When the samples were returned there were a total of three gowns. Therefore, this report is now being filed in addition to the original two reports. The info on the original two gowns mentioned above has already been filed under medwatch numbers 1618732-1998-00009 and 1618732-1998-00010.